Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 152 mg/dl. The customer states they work at the ski lodge and is unsure if that might cause the issue. The states they are able to clear the alarm, but the insulin pump alarmed no delivery at a later time. Troubleshooting was declined. The customer states they did their own troubleshooting by putting water in it, ran it through and it worked fine. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.